Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results and self-treated (unspecified accordingly). Customer subsequently experienced symptoms described as vomiting blood, dry mouth, and pain in abdomen and back. Paramedics were called and upon their arrival, a blood glucose result of "hi" (reading >27.7 mmol/l) was obtained on their device compared to a sensor scan result of 7.9 mmol/l. The customer was transported to a hospital and treated with insulin via IV (dose/type unspecified) "slowly over 9-10 hour period" for a diagnosis of hyperglycemia. Customer also received morphine (dose/type unspecified) for stomach pain, nausea medication (dose/type unspecified and name unspecified), and apo- pantoprazole (40mg). No further treatment was reported. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.